Event description:
Hemodialysis service tech reported a pt gained weight during treatment on an althin-baxter system 1000 hemodialysis device. Approx 2 1/2 hours after the start of treatment a venous pressure alarm occurred which indicated a problem with the treatment. The alarm was reset and approx 15 minutes later the alarm reoccurred. The pt was then taken off the device and weighed. The pt gained 3.9kg. The dialyzer being used was an f80. The pt was then dialyzed on another device and 4.5kg were removed. There was no pt injury or medical intervention associated with this incident per tech.